Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10x40x120 epic vascular stent was successfully deployed. However, upon removing the catheter, the physician noted that the inner and outer catheter had become separated. The device was removed normally and there were no patient complications reported.